Event description:
The customer reported via phone call that they had a no delivery alarm. The customer also reported a blood glucose of 273 mg/dl that was treated with a manual injection. The customer declined to troubleshoot for their high blood glucose as they believed it was from the no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.